Event description:
Three pt samples with discrepant sodium results: initial sodium gave 131 mmol/l, repeat gave 140 mmol/l. Erroneous results were not reported. The field service rep determined the cause of the discrepant results to be due to a problem with the sodium electrode, and replaced electrode. Performance tests were performed and within spec.

Event description:
Three pt samples with discrepant sodium results. Initial sodium gave 132 mmol/l; repeat gave 138 mmol/l. Erroneous results were not reported. The field service rep determined the cause of the discrepant results to be due to a problem with the sodium electrode, and replaced electrode. Performance tests were performed and within spec.

Event description:
Three pt samples with discrepant sodium results. Initial sodium gave 129 mmol/l; repeat gave 136 mmol/l. Erroneous results were not reported. The field service rep determined the cause of the discrepant results to be due to a problem with the sodium electrode, and replaced electrode. Performance tests were performed and within spec.